Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and blood glucose was over 600 mg/dl on (B)(6) 2017. Customer experienced symptoms liker nausea, vomiting. Customer¿s blood glucose was 179 mg/dl at the time of call. Drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.